Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and signs of some clinical use were observed on the cannula. The c-ring was transected. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. A microscopic inspection was conducted, the plastic c-ring on the cannula was observed to have been cut and melted in half longitudinally between the flanking curved areas. Based on the condition of the device as returned, based on the returned condition of the device, the reported complaint was confirmed for ¿break".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro harvester inserted harvesting cannula into btt port with c-ring and jaws within cannula. Once inside the leg, harvester advanced c-ring out of cannula and upon being able to visualize c-ring with scope, c-ring pushed against some fat within leg and cracked. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro harvester inserted harvesting cannula into btt port with c-ring and jaws within cannula. Once inside the leg, harvester advanced c-ring out of cannula and upon being able to visualize c-ring with scope, c-ring pushed against some fat within leg and cracked. A replacement device was used to complete the procedure. The hospital did not report any patient effects.